Event description:
The customer received blood glucose readings of 300mg/dl on the contour next link multiples times during the day. She took extra insulin because of the high readings. Approximately 35-45 minutes after doing so, her son came home and found her siezing and frothing at the mouth. The paramedics were called and treated her. She had refused to go to the hospital but did follow up with her doctor within the next couple of days. Specific information regarding treatment was not provided. Customer did not have strips to return for evaluation. Only the meter information was provided. A new meter was sent to her.